Manufacturer narrative:
The device is expected for return. It has not yet been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was positioned and deployed without issue. A second clip was positioned and was to be deployed. However, during the step of lock line removal, one of them did not move freely and was completely inside the system. It was decided not to implant and retract the clip back to the right atrium. A different clip was prepared, positioned and deployed. Mr was reduced to grade 1-2 and the patient was stable without any further complication.

Manufacturer narrative:
The returned device analysis confirmed the reported mechanical jam associated with inability to remove the lock line and was determined to be related to the knot identified on the lock line (material deformation). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the reported inability removing the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.